Event description:
It was reported that during a wisdom tooth removal, a black substance was leaking from the handpiece. It was wiped away from the cheek and irrigated. No antibiotics were administered as a direct result of the substance leaking into the mouth.

Manufacturer narrative:
The drive shaft of the handpiece was corroded and the bearing was broken. The corrosion likely stems from improper sterilization procedures at the account. The black substance was possibly a combination of corrosion particulate and water. The IFU includes proper sterilization recommendations.